Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome cut erratic and had to make 2nd graft. No additional patient consequences have been reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information.

Event description:
Additional information received indicated that the graft was uneven and not usable and making loud chattering sound. Blade and guard were properly installed. The power supply used in both instances were the same. The blade and guard were not reused for the second graft. A graft had to be taken from another thigh with another handpiece. The depth gauge was set for .18 inches. There was a surgical delay of within an hour. No additional patient consequences have been reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On march 6, 2018, it was reported that the unit cut erratic and had to make 2nd graft. The graft was uneven and not usable and the device was making a loud chattering sound. The blade and guard were properly installed. A usable graft was taken using a different dermatome, blade, and guard. The same power supply was used in both instances. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device won¿t power up/turn on and the power cord assembly, power switch, motor, and o-ring were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was returned with sn (B)(4) and the missing foot pad was replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2018 revealed that the chattering sounds could not be duplicated. The calibration was out at the 0 setting only and the motor speed was within specifications but was running weak. The control bar was in the correct position. Initial qa inspection of electric dermatome power supply serial number (B)(4) revealed that the device passed all required testing. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings, seal and retaining ring, motor, and screwdriver. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection it was noted that the chattering sounds could not be duplicated. The calibration was out at the 0 setting only and the motor speed was within specifications but was running weak. The control bar was in the correct position and assessment of electric dermatome power supply serial number (B)(4) revealed that the device passed all required testing. The root cause that the device is making a loud chattering sound cannot be specifically determined with the provided information since during initial inspection it was noted that the chattering sounds could not be duplicated. The root cause that the he device is cutting erratically cannot be specifically determined with the provided information although the technician found a weak motor, it is unknown if the dermatome motor contributed to the reported issue. The control bar was in the correct position and assessment of electric dermatome power supply serial number (B)(4) revealed that the device passed all required testing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.